Event description:
A healthcare provider (hcp) reported there was a possible error with the device and they want the manufacturing representative (rep) to send a programmer to check it, like they did previously for the patient a year prior to the report. The hcp did not believe there was a problem then. Most recently, the patient had the device turned off for a procedure and it was recently turned back on, but they wanted to check it. The implantable neurostimulator (ins) indication for use was gastric stimulation. No further complications were reported anticipated.